Manufacturer narrative:
The lead was not planned to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post-implant, this right ventricular (rv) lead was dislodged. The r-wave amplitudes were decreasing, and an x-ray showed the lead had moved from the original position. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported.